Event description:
It was reported that the patient presented in the ICU post-cardiac arrest, unconscious. Upon interrogation, the device was found programmed to vvi pacing only with no defibrillation capabilities. It is believed the device was at end of life since the patient had been lost to follow up since 2008. Device was explanted and replaced. The patient is in good condition post-revision.

Manufacturer narrative:
Analysis confirmed the device reset. The cause of the reset was a por, due to low battery voltage. Based on parameter settings, the device was within expected longevity performance. No anomaly was found and the device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.